Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory. Review of the device image noted the cause of the communication anomaly was due to premature battery depletion. Device level testing with a replacement battery indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that several attempts to establish communication with the device were unsuccessful. The device was explanted and replaced. The patient condition after the event was ok.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.